Event description:
Clinical report states patient was revised to address pain and tibial loosening at the bone/cement interface. Depuy cement was used quantity of 2. Update rec'd 05/29/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the patient's patellar component and tibial tray were found to be loose at the cement to implant interface. The cement was not loose at the cement to bone interface. The femoral component was revised due to laxity in the patient's posterior capsule. At this time, the tibial tray and patellar replacement are being added to the complaint and reported. The complaint was updated on: 05/19/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.